Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that does not turn on. This condition was found in the pediatrics department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "does not turn on" was confirmed and reproduced during service. Service determined the cause of the condition was cracked contacts on the power supply. The power supply was repaired by the contacts being re-soldered to resolve the problem. A follow-up report will be filed if any additional details become available.